Event description:
It was reported that on 16 may 2024, a 25mm navitor vision was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. During procedure, a pre-implantation balloon aortic valvuloplasty (pre-bav) was performed twice using an 18-mm balloon-catheter and a re-sheath conducted three times and navitor was implanted at fourth time due to the state of non-uniform expansion (nue) was difficult to be resolved, but successfully implanted after initiating the deployment from slightly deeper in the left ventricle. The final implant depth was 6mm at non-coronary cusp (ncc) and 7mm at left coronary cusp (lcc). The valve was implanted and a complete atrioventricular block was developed. The patient was returned to intensive care unit (ICU) with the pacing catheter was inserted. After the procedure, trivial perivalvular leak (pvl) was noted and post-bav was not performed. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl), device malposition, improper or incorrect procedure or method and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that a pre-implantation balloon aortic valvuloplasty (pre-bav) was performed twice using an 18-mm balloon-catheter and a re-sheath conducted three times and navitor was implanted at fourth time due to the state of non-uniform expansion (nue) was difficult to be resolved, but successfully implanted after initiating the deployment from slightly deeper in the left ventricle. The final implant depth was 6mm at non-coronary cusp (ncc) (deeper than the recommended 3mm depth) and 7mm at left coronary cusp (lcc). The valve was implanted and a complete atrioventricular block was developed. The patient was returned to intensive care unit (ICU) with the pacing catheter was inserted. After the procedure, trivial perivalvular leak (pvl) was noted and post-bav was not performed. Then, a permanent pacemaker was implanted in the patient. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on available information, a cause for the reported paravalvular leak (pvl) and heart block could not be conclusively determined. A cause for the reported device malposition could not be conclusively determined. The reported improper or incorrect procedure or method was due to user re-sheath the valve more than two times. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instruction for use, navitor¿ transcatheter aortic valve implantation system, stated "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance. "

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. During procedure, a pre-implantation balloon aortic valvuloplasty (pre-bav) was performed twice using an 18-mm balloon-catheter and a re-sheath conducted three times and navitor was implanted at fourth time due to the state of non-uniform expansion (nue) was difficult to be resolved, but successfully implanted after initiating the deployment from slightly deeper in the left ventricle. The final implant depth was 6mm at non-coronary cusp (ncc) and 7mm at left coronary cusp (lcc). The valve was implanted and a complete atrioventricular block was developed. The patient was returned to intensive care unit (ICU) with the pacing catheter was inserted. After the procedure, trivial perivalvular leak (pvl) was noted and post-bav was not performed. On (B)(6) 2024, a permanent pacemaker was implanted in the patient. The patient was reported stable.